Event description:
Reporter indicated that vns pt was diagnosed with left vocal cord paralysis. The pt was given gel-foam injection, after which her condition (voice and swallowing) improved two weeks post treatment. Subsequent evaluation under videostroboscopy showed left vocal fold in a better position. Plan was to evaluate again in 4-6 months and if the cord is not moving at that time, consideration would be given to a more permanent correction such as type I thyroplasty. Approx two weeks after videostroboscopy evaluation, infection was noted at the pt's neck incision site and an eroded tie down was noted at the anterior terminal end of the neck incision. It appeared that the pt had picked/scratched at the incision site. Treating physician indicated that this was likely the cause of the infection. The pt underwent revision surgery, during which the eroding tie down was removed. The wound was irrigated with bacitracin before closing. The infection has reportedly resolved.